Event description:
On (B)(6) 2013, patient reported she has required assistance to treat hypoglycemia 6 times since 2006. Each time she "passed out" and would not have been able to treat herself. On 3 occasions, one of her grandchildren woke her up and gave her cookies. On the other occasions, she was at work and an employee gave her juice and a candy bar. She was not able to provide specific readings for each event. Her blood glucose decreases to 20 mg/dl, and her normal blood glucose is 120 mg/dl. She will sometimes wake up sweating and eat glucose tablets to raise her blood glucose. She reported these events were due to stress or increased activity. No allegations were made against the infusion device or related products, and she believes the infusion device was working correctly. She no longer has the infusion device that was in use during these events, and no product will be returned for evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the serial number of the product is not available, the complaint could not be reproduced. Device was not returned to manufacturer.